Manufacturer narrative:
Tracking #.56739/j. D5,6; h4: info not available. Based upon the inquiry info rec'd and the visual examination, no conclusion could be reached as to why the reported incident in which "the 5mm trocar was leaking" during surgery occurred. The instrument was rec'd in good physical condition, with no anomalies observed. The instrument was examined and was found to be functional and within design specs.

Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the 5mm trocar was leaking. It came from a fda36 kit. The procedure was completed with another trocar from the shelf, not another kit. There was no consequence to the pt. 5/11/98 the rep reported a corrected event date.